Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon burst occurred. The procedure was emergent due to acute myocardial infarction. A quantum mav mon 15mm x 2.5mm balloon catheter has been selected and advanced to treat an unspecified severely calcified target lesion. The balloon ruptured on the first attempt to inflate the balloon at 12atms. The balloon was able to be removed intact and the procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "good."

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. Return of the complaint device may have aided in attempts to confirm the reported events and root cause determination. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unknown. The most probable root cause operational context as device performance was limited due to anatomical procedural factors.